Event description:
When removing the checkpoint 3.5mm hex, impaction (acetabular checkpoint) from the patient's pelvis at the conclusion of the case, tip of checkpoint was found to be broken off inside bone. Attending surgeon attempted to remove broken piece but was unable to. Attending surgeon made clinical decision to leave device fragment in patient.

Manufacturer narrative:
An event regarding crack/fracture involving a mako checkpoint was reported. The event was confirmed. Method & results: product evaluation and results: visual inspection confirmed the event. Device is broken in pieces. Clinician review: no medical records were received for review with a clinical consultant. Product history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other complaints with similar event(s) for the lot referenced. Conclusions: the alleged failure mode was confirmed. No additional investigation or specific actions are required. If additional information is received then the complaint will be reopened.

Event description:
No new information.